Manufacturer narrative:
The mayfield ultra base unit (a2101) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the inspection of the base unit showed it has a scratched and worn-off connection tube. The unit¿s brackets were disassembled, and the handle has been removed. The connection tube must be replaced with the finishing cap and a pair of roll pins to reassemble the unit. The left moveable bracket will be overhauled in the process. The end cap needs to be drilled and pinned to the connecting tube. The transitional member is not an integra-product and will be sent back to the customer. One transitional member must be added to the unit. The adjustment wrench is missing and must be added to the unit. The handle assembly's shock cushion and the cam link support pin were removed and must be replaced. Root cause - the complaint is confirmed via inspection of the unit. The unit had a scratched and worn connecting tube. The brackets were disassembled, and the handle was removed. The transitional member received was not an integra product. The handle assembly shock cushion and cam link support pin were removed. Probable root cause is improper handling and disassembly of the device. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
This is 1 of 3 reports linked to mfg report numbers 3004608878-2025-00080 and 3004608878-2025-00081: a facility reported that once fixed, the mayfield ultra base unit (a2101) was not stable. The problem was found on the patient under anesthesia, before the surgery. Since the patient could not give up this surgery, we minimized the movement of the headboard as much as possible, taking into account its imperfect stability for the entire duration of the surgery. There was no increased surgery time or patient injury.